Event description:
The manufacturer became aware of a ds2adv auto CPAP alleging the device not working, a service required message was on the display, got very hot, won't turn on and had a burning odor. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. Pil was able to confirm the device would not power on and a burning odor was detected using a good power supply and power cord. Pil was not able to retrieve the error logs as there was no power. During the investigation, the manufacturer observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, iso port, inside the inlet of the blower box, on the blower, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the water tank seal, top enclosure, center enclosure, heater plate, heater plate spring, and bottom enclosure. Dust-like contaminants were observed on the top enclosure, center enclosure, inlet/outlet seal, blower seal, and blower box. An unknown discoloration was observed on the water tank lid and water tank pan. The water tank pan was observed to have what appeared to be rust along the edges of it. The ui display bezel, ui ribbon cable, iso port, and inlet/outlet seal were observed to have burn marks on them, likely due to thermal damage on the pca. The iso port was observed to have what appeared to be pieces of the pca melted into it. The q2 and q3 components of the pca were observed to have thermal damage, and the pca had areas of corrosion on it, both likely due to liquid ingress. Additionally, the device was scrapped. The investigation was able to confirm the complaint but not address the specified symptoms. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.